Event description:
The reporter noted: the doctor stated after egr procedure (date of procedure was not provided), the patient "mentioned calf discomfort on (B)(6) 2012" (the time between procedure and onset of calf discomfort was not provided). The doctor believed this was neuritis and provided a cortisone injection which relieved the patient's discomfort.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.